Manufacturer narrative:
The customer reported complaint for the platform displayed an error message user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) was confirmed during archive review but not during functional testing. There were no device deficiencies found during evaluation of the returned platform that could have caused or contributed to the reported complaint. As a precautionary measure, load cells were replaced to avoid re-occurrence of user advisory (ua) 07 error. Initial functional testing was performed and passed with no error message. Visual inspection was performed and found no physical damage to the autopulse platform. Review of the archive data indicated multiple error messages (ua) 07 recorded around the reported event date. Advisory (ua) 07 error message alerts the operator that the load sensing system has detected a weight/load imbalance between the two load cells. (Ua) 07 indicated that either the patient not oriented on the autopulse platform correctly or the patient has shifted during compression. Following the service, the platform was further tested for 15 minutes with large resuscitation testing fixture, (lrtf) equivalent to 250 pound patient and passed all functional testing criteria and met all required specifications. Furthermore, load cell characterization test was performed and it indicated that both of the load cells are within specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for autopulse platform sn (B)(4).

Event description:
As reported during patient use, the platform displayed error message user advisory (ua) 07 (discrepancy between load 1 and load 2). The customer tried to re-position the patient several times; however, same issue persisted. The use of the autopulse was discontinued and manual CPR was performed for an unknown length of time. No further information was provided. No known patient consequences reported.